Manufacturer narrative:
The biomed stated that the unit was in use and gave a speaker malfunction error, no sound is coming from the speakers. The biomed stated they need to get the part number for a new speaker and main board. The remote support engineer(rse) provided the biomed the product identification for a replacement speaker & main board. Reporting institution phone (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.